Event description:
Pt had fairly severe capsular contracture on left. Pt was desirous of an uplift and removal of implants without replacements. Right implant was found intact with no silicone evident. Upon entering left side, small amount of silicone was found outside the shell and a small rent within the implant. Upon removing the implant, the rent was enlarged and completed the rupture of the implant, however, this was exterior to the body.